Event description:
Novofine 30g needle broke off in the patient's abdomen when administering humalog via a kwikpen [medical device complication]. Case description: medical device information: class iia. Report received from the global patient safety department at eli lilly and company: this spontaneous report, reported by a case management associate, received from the united states and reported as "novofine 30g needle broke off in the patient's abdomen when administering humalog via a kwikpen" concerns a female patient (age unknown) treated with novofine 30g (needle) and humalog kwikpen (insulin lispro) for diabetes mellitus. No relevant medical history was reported. The reporter stated that on (B) (6) 2008, a novofine 30g disposable needle broke off in the patient's abdomen while administering humalog via a kwikpen. The patient's hand had jerked while administering the injection. It was reported that the patient's husband, a physician, was unable to remove the needle. The reporter stated he had no additional information to provide surrounding the event. He stated he could not provide the patient's contact information as that was confidential. The overall outcome was reported as unknown. Other concomitant medical device not coded: humalog kwikpen. Reporter's causality: possible. Novo nordisk's causality: reportable.